Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of seven of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A gross visual inspection and microscopic inspection were performed and identified no issues with the lines/set; however, a hole in the solution bag tubing was noted. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing. Functional tests identified a leak through a hole in the solution bag tubing; however, no issues were noted with the lines/set. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified for the reported product; however, the cause was determined related to a tubing hole in a solution bag. Should additional relevant information become available, a supplemental report will be submitted.